Manufacturer narrative:
(B)(4).

Event description:
This right atrial (ra) lead was explanted along with the rest of the system due to an endocarditis and sepsis. During the explant procedure the lead broke apart and the remaining piece was retrieved via a snare. The patient also underwent intravenous antibiotics. No new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This implantable lead has not been returned to boston scientific, laboratory analysis could not be conducted. The associated investigation has determined that the lead separation during removal results from a mixture of handling, patient anatomy, and design.

Event description:
This right atrial (ra) lead was explanted along with the rest of the system due to an endocarditis and sepsis. During the explant procedure the lead broke apart and the remaining piece was retrieved via a snare. The patient also underwent intravenous antibiotics. No new system was implanted. No additional adverse patient effects were reported.